Event description:
Lmt was informed that this device had failed during a therapy session with a patient in a shared flat. Enquiries with the user revealed that the patient was immediately switched to a replacement device and that no patient, user or third party was harmed by the defect.